Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, mild diabetic ketoacidosis, and acute kidney injury on (B)(6) 2018 with blood glucose of 395 mg/dl. The customer experienced symptoms such as nausea and blood pressure. The device will not expected to be returned for analysis.